Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The air/water nozzle was flushed with air and water during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective lens was peeled, the bending angle in the up direction and the play of the up/down nozzle did not meet the standard value due to wear of the angle wire, the bending section cover adhesive had a white clouded area, the paint on the air/water and suction cylinders were peeled, the suction cylinder was shaved, the universal cord was dented, and switch #4 did not work due to wear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had air/water supply issues. The issues were found during a diagnostic procedure. There was no delay and the procedure was completed with the scope. The scope was inspected prior to use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The customer did not have any idea what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material cogging the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.